Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The chronic total occlusion target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 5.0mmx220mmx150cm sterling balloon catheter was advanced to the lesion. The balloon was inflated however it ruptured at 12 atmospheres. The procedure was completed using a different device. No patient complications were reported and the patient's status was good.